Manufacturer narrative:
The customer returned 1 photo, but did not return the defective sample. The photo shows that there is a small foreign matter attached to the tip of the needle, but the product is not an intima ii product. DHR/bhr review lot#4081473. The products of this batch were assembled at intima ii auto line 3 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. Check the retained samples of this batch, no foreign matter is found at the tip of the needles. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Since the returned photo do not show an intima ii product, and the defective sample have not been received to confirm the composition of the foreign matter, the root cause of a foreign matter at the needle tip cannot be confirmed.

Event description:
No additional information provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm foreign matter on (B)(6) 2024, the patient came to the hospital for treatment of hemoptysis, and when the nurse opened the intravenous access for the patient, she found that there was a foreign substance at the tip of the closed venous indwelling needle, which was immediately discontinued and replaced with a new closed venous indwelling needle of the same origin and the same batch number and the same model, which did not cause any harm to the patient. In subsequent operations, the same batch of products, no similar problems were found.